Event description:
A report was received that the patient will undergo a pocket revision as the generator was in a painful area of his back.

Event description:
A report was received that the patient will undergo a pocket revision as the generator was in a painful area of his back.

Manufacturer narrative:
Additional information was received that patient's painful area at the back was device related. The patient underwent a pocket revision wherein the pocket was moved. The patient was doing well following the procedure.